Event description:
Procedure type: ivor-lewis esophagogastrectomy. According to the reporter: after applying the device and upon removing from the pt, it was noticed that the posterior side of the anastomosis was not complete and there was a hole. The anastomosis was redone using a combination linear stapler for the posterior side and hand sewing the anterior side. There was some tissue loss due to the re-anastomosis and surgery time was extended sixty minutes.